Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of 232 mg/dl. The customer¿s current blood glucose level was 191 mg/dl. The customer reported that the insulin pump received no delivery alarm which did not occur during manual prime and the no delivery alarm was resolved with a complete set change. The customer was unsure about wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.